Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v175766, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. The patient was not recently implant or had revision surgery. The antenna was being used. The antenna was confirmed to be secure, it was synced with the implantable neurostimulator (ins), and this did not resolve the reported issue. The patient's kidneys have been hurting, her bladder was throbbing and distended, and she had been getting urinary tract infections (uti). The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that her kidney hurt on the right side. The poor communication and intermittent utis reportedly come and go.